Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Control switch bgnd test alarm was noted in the event history log of the pump. Device underwent flow and occlusion testing, confirming the reported customer complaint. It was determined to be a result of a broken ear clip; control button was pressed down for too long. The problem source has been determined to be user interface.

Event description:
Information was received that device had bgnd test failure, a broken air clip, and the keypad is broken. No adverse effects reported.